Event description:
Patient care specialist contacted dexcom technical support on (B)(6 )2015, on patient's mother behalf to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient care specialist did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).